Manufacturer narrative:
Eval summary - the complaint device associated with this report was received and evaluated. Physical and chemical parameters including ph and osmolality conformed to release specs. It is unk if the product was used according to labeled indications. A review of batch records indicates that no related non-conformances were found during the mfg process. Chemistry and microbiology data have been reviewed for lot 40628 and all specs were met at time of release. Two similar events have been reported so far for this lot. (B)(4).

Event description:
Adverse event(s): "itching" (itching); "ocular burning" (burning sensation); "blurry vision" (blurred vision); "intense redness" (red eye(s)); "bacterial conjunctivitis" (conjunctivitis). Product problem(s): "none reported" (no info). A consumer reported she experienced itching, ocular burning, blurry vision and intense redness in both eyes following the use of this bottle of product. She stated she went to the doctor who diagnosed bacterial conjunctivitis and treated her with antibiotic/anti-inflammatory eye drops. She reported her symptoms resolved and has declined to provide any add'l info.